Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed ventricular pulse noise test, 109.6mv. Measured ventricular pulse noise is within the requirements of the ventricular pulse noise test (0-100 mv). Measured ventricular pulse noise on the bench at 69.8mv. Logs analyzed, no errors found. Confirmed unit fails ventricular pulse noise test, but ventricular pulse noise level measured is within device specifications. Conclusions: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at analysis the device failed its incoming testing, it was noted to have its ventricular pace pulse noise out of specification and the generator was calibrated and had its main board replaced. The device did pass its final testing on the console with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.